Event description:
The company received a report where it was claimed that "during the general anesthesia operation, after air inflation, the interior wall of the tube was found blocking the airway which resulted in suffocation of the pt." The caller reported that the extubation and reintubation of a replacement tube was required. The tube was replaced without difficulty and no harm to the pt. The caller reported that as a result, the procedure was delayed by 30 minutes.

Manufacturer narrative:
At this time, the sample associated to this report has not been received at the mfg plant for investigation but is expected to be returned. If a sample is received and significant info is identified from the investigation, a summary of the investigation results will be provided in a supplemental report. Part number # 118-65m is not distributed in the u.s.; however, is a device of essentially identical design distributed in the u.s. Applicable 510k# for u.s. Distributed part is k841872.